Manufacturer narrative:
The recipient's device was explanted. The recipient was re-implanted with another cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Corrected information: sections b.1, b.2, & h.1. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the silicone on the top cover and in the electrode near the array. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires near the array. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition caused impedance values on one channel to be out of range. The scanning electron microscopy analysis of the electrode pocket did not reveal any corrosion in the feedthru pcket. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance despite device testing results within normal limits. Programming adjustments were made, however, the issue did not resolve. The recipient is a poor performer. Revision surgery is being considered.